Event description:
It was reported by the rep the device was used during an ob/gyn laparoscopic procedure. It was reported that iliac artery was punctured. The patient is still in the or at the time of the report and more detail will follow. The risk manager has requested an immediate device analysis.